Manufacturer narrative:
The bilt3 reagent expiration date was not provided. The c701 module serial number was (B)(6). Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about a suspected drug interference for 1 patient serum sample tested with bil-t gen.3 (bilt3) assay on a cobas 8000 cobas c701 module. The customer mentioned that the sample was abnormally dark in color and they were concerned that the dark color of the serum might be interfering with the test. The bilt3 result was 10.2. The unit of measurement was not provided. The result was reported outside the laboratory and the sample was not repeated. The customer also mentioned that the serum index (si) was normal: hemolysis: 20. Icterus: 4. Lipemia: 49.

Manufacturer narrative:
Concomitant medical product section and section b6 were updated. The customer alleged additional test results for the same patient tested on (B)(6) 2024: bilt3 result: 8.4. The unit of measurement was not provided. The serum index (si) results were as follows: hemolysis: 21 icterus: 4 lipemia: 56. The medication eltrombopag is known to cause the dark coloration of the sample. The investigation studied eltrombopag interference and determined no interference was found for the tested roche assays. The investigation did not identify a product problem. The cause of the event was due to a patient sample-related issue.